Manufacturer narrative:
One level 1 hotline low flow system fluid warmer was received with the lcd on the printed circuit board (pcb) broken, the enclosure was cracked by the drain fitting causing a leak, both covers were cracked, scratched and the line cord was worn. The water tank was filled, the temperature check was attached, the cord was plugged and the device was turned on. The reported issue was able to be duplicated. The issue was caused by a cracked enclosure by the drain fitting and the damaged lcd on the pcb. The enclosure and pcb were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow systems were leaking from the bottom and the display was not working. There was no reported adverse event.